Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported by a globus medical representative that an implant was misplaced during an intra-operative case. An investigation into the case logs revealed the root cause was excessive deflection forces, or skiving during navigation. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, the user opted to replace the misplaced implant using traditional methods with no adverse effects to the patient reported. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that during a surgery with the excelsius gps, we have had 2 days in a row of accuracy issues. Monday we placed 4 quartex screws using the 6143.2932 driver. We did a follow-up 3d spin to verify placement and 3 of 4 screws were placed severely off plan and had to be repositioned. The 4th screw was not perfect to plan but acceptable. Offset was medial-lateral to the left and inferior. It was the 1st,3rd and 4th screws that needed repositioning. The surgeon opted to freehand navigate the repositioned screws and observed questionable accuracy during that. Spin was perfect, no one moved the drb. We can think of nothing we did that would have compromised accuracy.